Event description:
A malfunction was reported on the customer's insulin pump, with the screen turning dark and no response to power attempts. There was no adverse impact to the customer's blood glucose level. As the troubleshooting was unsuccessful and the pump's screen did not turn on, technical support arranged for a replacement pump to be sent. The customer reverted to an alternate method of insulin therapy.